Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: norephinephrine alarmed and rn unable to clear following prompts. Pt resuscitated via ECMO circuit with volume while back up pump was swapped into place. Pt map fell into the 40's.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). This report is being filed in order to correct the prior submission. In the previous follow-up report "product problem" was selected in section b1 but "adverse event" should have been selected.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.